Event description:
(B)(6) employee was made aware of a lead extraction procedure to remove an abbott biv ICD lead, implanted 2014. A cook medical evolution dilator sheath was in use, and a sternotomy took place to help rescue patient. (B)(6) is not the manufacturer nor importer of the evolution dilator sheath. The manufacturer of this device is cook medical. Disclaimer statement: "this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".